Manufacturer narrative:
A supplemental report will be submitted following the completion of the complaint investigation.

Event description:
It was reported that a surgeon used a 2.5mm coupler to perform the venous anastomosis during a diep breast reconstruction surgery. The coupler reportedly came together miss-aligned. The rings were removed and a different coupler was used to complete the anastomosis successfully. There was no harm to the patient. No additional information is available.

Manufacturer narrative:
The device history record was obtained and reviewed for lot# sp17i13-1249160. The coupler ring separation force results were within specification. The coupler ring retention force test results were within specification. 100% functional alignment testing was performed on each device during the manufacturing process. 100% visual inspection for broken or missing parts was performed. The lot passed visual and functional inspection. The released product met specification. The coupler product was received for evaluation. Two connected coupler rings were returned in a specimen jar. The returned product was examined under 10x-40x microscope. There is visible evidence of tissue and two (2) micro clips (vascular clips) present with the device. As alleged, the rings are misaligned. Coupler pins are visibly protruding out beyond the intended recipient ring. The root cause of the event could not be determined. There is no immediate evidence to support why the device did not function as expected. Ring movement within the wing jaw assembly (misaligned ring) can be influenced by the surgeon's technique. The rings are designed to slide out of the jaw and could be moved prematurely when the tissue is everted onto the ring. Should additional relevant information become available, a supplemental report will be submitted.